Event description:
It was reported that a 43-year old female patient underwent breast augmentation revision with a (left) 200cc mentor smooth round moderate profile saline and a (right) 250cc mentor smooth round moderate profile saline. Post-operatively, the patient was diagnosed, via physical examination, with spontaneous left breast implant deflation. In addition, the patient was also diagnosed with right side calcified subglandular implant capsule with capsular contracture. As a result, the patient underwent right breast complete capsulectomy, bilateral breast implant removal and replacement on (B)(6) 2022, the replacement devices were: (left) 200cc mentor smooth round moderate profile saline, catalog: 3501625, lot: 9722106, sn: (B)(4) and (right) 250cc mentor smooth round moderate profile saline, catalog: 3501635, lot: 9707858, sn: (B)(4). This medwatch form is for the right breast prosthesis. Complication on the left breast has been reported under mrn: 1645337-2022-10234.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant was found to have a tear on the posterior view, measuring approximately 1.4 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons always to submit breast implants, capsules, and outflow to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).